Event description:
Customer reports 3 comparisons performed within 10 minutes on the same device: 424mg/dl and 87 mg/dl, 126mg/dl, 110mg/dl and 455mg/dl, 110mg/dl, 455mg/dl, and 243mg/dl. No action was taken based on these results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.